Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead of an asymptomatic patient. Palpitations were observed during the follow-up. The lead was capped and replaced.